Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('uterus normal midline fallopian tubes removed in part with coils visible in the myometrium of the uterus and through the fallopian tube'), pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a 34-year-old female patient who had essure (batch no. B66016,b66015) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included av block in 2008, hashimoto's thyroiditis in 2007, hypothyroidism, menometrorrhagia, abdominal pain and menses irregular. Previously administered products included for an unreported indication: bystolic from 2007 to 2013, liothyronine from 2007 to 2013 and levothyroxine from 2007 to 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/bleeding episodes"), abdominal pain lower ("abdominal pain lower (cramping)") and presyncope ("almost passed out"). In (B)(6) 2015, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and back pain ("lower back pain"). The patient was treated with surgery (robot assisted total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, depression, back pain, abdominal pain lower and presyncope outcome was unknown, the pelvic pain, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, presyncope and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in the outcome : "most symptoms, not including depression, dysmenorrhea, hair loss, fatigue, abnormal bleeding, pain" and "most of the symptoms resolved after surgery". Essure confirmation test(s) conducted, specify (B)(6) 2014 (discrepancy noted) patient received treatment for- fatigue, hair loss, dysmenorrhea, pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. The essure inserts are in place. There is occlusion of the bilateral fallopian tube.. Lot number:b66015, manufacturing date:2013/08, expiration date:2016/08. Lot number:b66016, manufacturing date:2013/08, expiration date:2016/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2019: ppf received- new event abdominal pain lower and almost passed out were added. Event outcome of dysmenorrhea, abnormal bleeding and pain was updated as recovered/resolved and event outcome of fatigue and hair loss was updated recovering/resolving. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("uterus normal midline fallopian tubes removed in part with coils visible in the myometrium of the uterus and through the fallopian tube"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. B66016,b66015) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included av block on (B)(6) 2008, hashimoto's thyroiditis in 2007, hypothyroidism, menometrorrhagia, abdominal pain and menses irregular. Previously administered products included for an unreported indication: bystolic from 2007 to 2013, liothyronine from 2007 to 2013 and levothyroxine from 2007 to 2013. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), alopecia ("hair loss"), depression ("psychological or psychiatric problems condition: depression") and back pain ("lower back pain"). The patient was treated with surgery (robot assisted total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, menorrhagia, fatigue, alopecia, depression and back pain outcome was unknown. The reporter considered alopecia, back pain, depression, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in the outcome : "most symptoms, not including depression, dysmenorrhea, hair loss, fatigue, abnormal bleeding, pain" and "most of the symptoms resolved after surgery". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. The essure inserts are in place. There is occlusion of the bilateral fallopian tube.. Lot number:b66015 manufacturing date:2013/08 expiration date:2016/08. Lot number:b66016 manufacturing date:2013/08 expiration date:2016/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("uterus normal midline fallopian tubes removed in part with coils visible in the myometrium of the uterus and through the fallopian tube"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. B66016, b66015) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included av block on (B)(6) 2008, hashimoto's thyroiditis in 2007, hypothyroidism, menometrorrhagia, abdominal pain and menses irregular. Previously administered products included for an unreported indication: bystolic from 2007 to 2013, liothyronine from 2007 to 2013 and levothyroxine from 2007 to 2013. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), alopecia ("hair loss"), depression ("psychological or psychiatric problems condition: depression") and back pain ("lower back pain"). The patient was treated with surgery (robot assisted total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, menorrhagia, fatigue, alopecia, depression and back pain outcome was unknown. The reporter considered alopecia, back pain, depression, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in the outcome : "most symptoms, not including depression, dysmenorrhea, hair loss, fatigue, abnormal bleeding, pain" and "most of the symptoms resolved after surgery". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. The essure inserts are in place. There is occlusion of the bilateral fallopian tube. Most recent follow-up information incorporated above includes: on 3-may-2019: pfs and mr received : event of "injury" updated to other valid events. Case became valid. Reporters, patient demographics, medical history, historical drug and laboratory data were added. Updated suspect drug indication, explant details and added lot number. New events - abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), fatigue, hair loss, pain/lower back pain, psychological or psychiatric problems condition: depression added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.